Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. The customer's blood glucose ranged from 419-494 mg/dl. Customer disconnected from site and primed the tubing to address the issue.